Manufacturer narrative:
The reported event of dislodgement was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the patient presented in the hospital because their atrial lead was dislodged. Chest x-ray was performed and confirmed lead dislodgement. The physician explanted and replaced the lead. The patient was in stable condition.